Manufacturer narrative:
Additional information was received on december 28, 2020. In addition to the issues reported initially, the patient also experienced post operative infection after extrusion. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 1, 2020 mentor became aware that it erroneously omitted result codes from the initial report submitted on august 28, 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: seroma/extrusion. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a 420cc mentor memoryshape breast implant experienced left sided seroma with implant extrusion post procedure. The issues were confirmed through a visual examination and magnetic resonance imaging. As a result, explant without replacement was performed on (B)(6) 2020. The patient¿s symptoms are stated to have improved.